Event description:
Tracheostomy tube separated from external apeture. Tube section became internalized. Required pt to be orally intubated to maintain airway. Bronchoscopy was preformed to remove dislodged tube from airway.